Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device did not show visual defects. A functional examination was performed, the balloon was inflated and a leak was found due to a pinhole located in the body of the balloon near the proximal ro marker. This failure is likely due to adverse factors and/or conditions related to the procedure during the use of the device which limited the performance of the device. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon had a hole, and the procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.